Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, when connected to digital intercommunication of medicine (dicom) query retrieve (q/r). Searching for an ID and displaying / selecting patient data were capable, but at the time of downloading, importing was incapable and "transfer failed" displayed. There was no problem with importing before. Result was the same for other patients and data captured in the past. Result remained the same when changing the lan connection location. Importing was completed with a cd. According to the log analysis on the pacs side, data was being sent, but abort was being received after that. There was no patient present when this issue occurred. The cause was due to the settings of the ip address was changed on the system side because it was set automatically by dynamic host configuration protocol (dhcp). The issue was resolved after the ip address was fixed to the static ip.